Event description:
It was reported that the customer received a button error alarm on the insulin pump. Customer's blood glucose was 166 mg/dl. The device had not been exposed to moisture and was worn on the customer's belt clip. It was advised to revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.